Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad not functioning' which was reproduced during evaluation. The cause was determined to be that the keypad flex was loose and did not securely connect to the input/ output (I/o) printed circuit board (pcb). The keypad was reconnected to the I/o pcb to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad did not function properly. The problem was found upon power up at the emergency room. There was no patient involvement. No additional information is available.